Manufacturer narrative:
(B)(4). Dob: (B)(6). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had left total knee arthroplasty and subsequently radiolucency was reported below tibial baseplate. Amount unknown. Not described in the study. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device is being reported with a coinciding event. Please see 0001822565-2019-00842. The initial report was forwarded in error and should be voided.